Event description:
It was reported that on (B)(6) 2015, a (B)(6) patient underwent surgery to treat a fractured left proximal ulna. The surgeon performed an open reduction, internal fixation using the synthes 2.7mm/3.5mm variable angle olecranon plate (part number 02.107.302). The surgeon performed the procedure in accordance to the synthes technique guide. While drilling with the 2.0mm drill bit (part number 323.062), the drill bit broke and the fluted portion was observed in the patient¿s bone via x-ray. The correct drill guide was used and the drill was not bent. The surgeon left the broken segment in the patient¿s bone and the surgery was successfully completed. The patient outcome was reported as ¿good.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Serious injury determination based on unanticipated x-ray. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and reviewed there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.